Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2019, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. After all devices were deployed, procedural imaging reportedly revealed a proximal type I endoleak. An excluder® aortic extender component was implanted proximally to treat the endoleak. According to the report, device was to be implanted just below the left renal artery, and deployment was successful without any reported difficulty. Procedural imaging then reportedly showed that the left renal artery was unintentionally covered during deployment of the aortic extender component. The physician attempted to repair the covered left renal artery, but was reportedly unable to cannulate the vessel. No further treatment was rendered, and the patient tolerated the procedure.